Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the pcu had system error 255-16-275 during infusion of critical medications. Due to the event, patient's blood pressure was impacted requiring bolus fluids. Although multiple attempts have been made, the customer has not responded to any of the follow-up communications made by the manufacture to gain additional information.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the customer¿s report that the device had a system error 255-16-275 (800.8000.0) was confirmed through a review of the returned pcu device logs, however the error was not replicated due to no devices returned for investigation. It should be noted that 255-16-275 is not recorded in the device logs, but the error code will be visible on the pcu screen. Additionally, any affected module will display a scrolling message indicating a communication error. The review of the pcu error log identified a system error code 800.8000.0 (general os failure) that was recorded on 07 january 2024 at 8:10:05 am. Based on the logs, on 07 january 2024 at 8:10:00 am, a remote infusion IV message was received for a syringe module s/n 14636761 continuous infusion: drug ID: unknown, infusion type im_fuild, rate 1ml/h and a vtbi of 50ml. At 8:10:04 am, the log indicated unit disconnected, unit removed, and then syringe selection canceled. The pcu error log immediately identified a system error code 800.8000.0 (general os failure). The system trace logs were provided to software engineering for analysis to determine the source of the 255-16-275 (800.8000.0) system error. Engineering results concluded that the system error occurred when the syringe module was disconnected at the time of the syringe installation/selection page step during the pending remote IV order. Software engineering opened tracker 17875 to document this software anomaly and to further investigate the software anomaly. The issue has been fixed on the released software version 12.3. Inspection and testing could not be performed due to the suspect device not being returned for investigation.

Event description:
It was reported that the pcu had system error 255-16-275 during infusion of critical medications. Due to the event, patient's blood pressure was impacted requiring bolus fluids. Although multiple attempts have been made, the customer has not responded to any of the follow-up communications made by the manufacture to gain additional information.